Event description:
It was reported by the patient that there has been bad weather in their area, including flooding. The carelink monitor is unable to receive electrical power. The monitor was replaced. The monitor was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the customer comment, however analysis did find that the integrated circuit was out of specification, electrically.